Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 441 mg/dl compared with the sensor glucose reading of 351 mg/dl. The customer also reported receiving a calibration error alert. The sensor was located in the thigh. The customer received further assistance with troubleshooting. No further details were provided.